Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer did/ did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 162 and 136 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(4). Customer tested back to back (within 30 minutes) and received results with 39-point variance. Customer is concerned that results are too high.